Manufacturer narrative:
Based on the info received and the visual and funtional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that there were unformed staples returned in the instrument. Additionally, it was noted that the breakaway washer was returned uncut. Therefore, it appears possible that the instrument may not have been fired through a complete firing stroke or possibly that the anvil was not fully mounted onto the trocar. It should be noted that to ensure that the instrument performs properly, the anvil must be fully mounted onto the trocar until a click is felt. Additionally, the trigger must be fully actuated and a tactile feedback will be felt when the breakaway washer is cut. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
The device was used during a colectomy procedure. It was reported by the affiliate that the staples were not delivered. There was no consequence to the pt.